Manufacturer narrative:
Method: - medical review results: review of this file indicates that the patient developed anterior subcapsular cataract 10 months post icl implantation. The icl was removed and cataract extraction with iol implantation was performed. - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in this case which resolved the problem. Conclusion: (unable to confirm). Based on the complaint history, work order search and medical review, we were unable determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the surgeon inserted the micl12.6 implantable collamer lens on (B)(6) 2009 and a cataract was noted on (B)(6) 2009. The lens was removed on (B)(6) 2010 and replaced with an iol.

Manufacturer narrative:
(B)(4) - cataract, surgical procedure, explanted. Evaluation: method - a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).